Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted:( B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement the morning after implant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.